Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue that device had false alarm was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pharmacy labels were being placed on 50ml syringes, which the customer believes may be causing the syringe pump module to alarm. However, the customer was unable to specify the exact type of alert that was triggered by the syringe pump module. The hospital pharmacy team previously implemented new labels for 30ml syringes, but nurses had requested that the same labels be applied to 50 ml syringes. There was no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pharmacy labels were being placed on 50ml syringes, which the customer believes may be causing the syringe pump module to alarm. However, the customer was unable to specify the exact type of alert that was triggered by the syringe pump module. The hospital pharmacy team previously implemented new labels for 30ml syringes, but nurses had requested that the same labels be applied to 50 ml syringes. There was no information on patient involvement.